Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. A piece approximately 1.03mm x 0.69mm was missing of the insulation, and the internal conductor wires were exposed. The conductor wire was frayed but fully broken. The instrument passed the electrical continuity test. The instrument was found to have a mechanical indentations on the yaw pulley. One side of the yaw pulley had mechanical indentations caused the damage to the conductor wire insulation. The complaint regarding a broken cable was confirmed by failure analysis.